Event description:
It was reported that the right ventricular lead exhibited oversensing noise. It was noted that the oversensing occurred before true r wave. The device recognized the episodes as noise and correctly withheld tachy therapy. Programming changes were performed. The patient was in stable condition.